Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure, date of initial surgical procedure, the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot # . What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure symptoms and diagnostic confirmation? Describe medical/surgical intervention for exposure and bladder stone including dates and results. What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and mesh was implanted. Following the procedure, the patient presented with hematuria and sepsis as an emergency due to a new bladder stone and ongoing erosion of the distal bladder neck end of the mesh. The patient underwent a ga cystolitholapaxy and removal of bladder stone and visible section of mesh within the bladder. A small section of mesh was excised and most is still in the patient. The patient stayed three weeks in the hospital. Care in the hospital included antibiotics, other drugs, scans, blood tests. Additional information has been requested.